Event description:
It was reported that during a surgical procedure at the user facility, the aseptic battery housing opened. The battery remained in the housing. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis.